Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirm the reported issue but found the up/down knob tension is out of standards due to the worn angle-wire, angulation malfunction in the up direction due to the worn angle-wire, bending section cover adhesive has cracks, switch 1 has pin hole, scope connector cover unit is corroded due to a water leak. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a scope error code e315 was received on the colonvideoscope. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on fields: health professional was inadvertently omitted in the initial medwatch). A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that water invaded scope connector. Error message e315 occurred on the circuit board due to the water immersion, resulting in issues like short circuits, which led to temporary occurrence of the event. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. This section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow. This section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to ""chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with ""5.4 when to send the endoscope for repair"". Warning. - use of an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.